Manufacturer narrative:
Patient¿s date of birth was not provided. Patient¿s age was estimated using age at time of implant. (B)(4). Approximate age of device ¿ 5 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a hemolysis event on (B)(6) 2017. The patient¿s lactate dehydrogenase (ldh) was elevated to greater than 2.5 times the normal limit in the time period greater than 72 hours post-implant. No treatment was provided. On day of implant, (B)(6) 2017, the patient¿s ldh was 271 u/l. On (B)(6) 2017, the patient¿s ldh was 477 u/l and then on (B)(6) 2017 ldh was 400 u/l and inr was 1.7. It was reported on (B)(6) 2017 that since the hemolysis event, the patient¿s ldh had not lowered to baseline. The lowest ldh recorded since that day was 341 u/l. The upper limit of the patient¿s normal was 190 u/l. An echocardiogram was completed on (B)(6) 2017; however, the results were not provided. As of (B)(6) 2017, no additional echocardiograms had been performed. The hemolysis event was reported as ongoing. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the report of elevated lactate dehydrogenase could not be conclusively determined. The patient remains ongoing on vad support. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.